Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to metallosis.

Manufacturer narrative:
Other device used:catalog #unk , unknown m/l taper stem, lot #unk.no devices or photos were received; therefore the condition of the devices is unknown. Review of the device history record for the head did not find any deviations or anomalies. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search for the head revealed no additional complaints against the related part and lot combination while product history search cannot be performed for the stem since the part and lot numbers are unknown. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause cannot be determined with the information provided. These devices are used for treatment.